Manufacturer narrative:
On (B)(6) 2021, the distributor confirmed that the affected device was never returned for evaluation and therefore no root cause could be established. The complaint couldn't be confirmed.

Event description:
This is a follow-up for the initially filed MDR.

Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.

Event description:
On 08/12/2020, a distributor of infutronix reported an issue on behalf of an end user: "set was leaking where it attaches to the cassette." A patient was involved but not harmed. Device operator title unknown. The contract manufacturer of the affected device is (B)(4).